Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the transfer set where the patient line had disconnected from the transfer set while the home patient was sleeping. The home patient stated she woke up and the bed was wet. There was no patient injury or medical intervention associated with this event. No additional information is available.